Manufacturer narrative:
The visual examination of the returned device revealed one electrode broke off of the distal tip of the device. The overall condition of the returned device indicated that aggressive use was the most likely cause of the broken electrode on the distal tip of the device.

Event description:
It was reported that during the procedure, the tip broke off in the pt's knee.